Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup and the flowcell drain of the unicel dxc 800 synchron system were overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found there was no vacuum on line 15. The fse found the modular chemistry (mc) reagent tray was pressing on line 15 behind the tray assembly. The fse routed line 15 away from the mc reagent tray. The routing of line 15 resolved the issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).